Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the information provided, the cause and timing of the reported perforations/abrasions could not be determined. Investigation results suggest procedural factors (manipulation of the devices during the tavr procedure and ppm implant procedure) may have contributed to the perforations/abrasions of the rv and lv. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 04475.

Event description:
As reported by the physician to the edwards thv territory manager, post tavr, about 5 hours post tavr, the patient's blood pressure dropped, and the patient expired from possible right ventricle and left ventricle injuries. As reported, a 23mm sapien 3 ultra valve was deployed in normal fashion in the aortic position. No issues or complications were reported at the time of the implant. During the closure of the access site, a conduction disturbance occurred, and a permanent pacemaker (ppm) was implanted while the patient was still in the cath lab. The patient was transferred to the ICU in stable condition. About 5 hours post procedure, the patient's blood pressure was low and dropping. The patient's chest was tapped and blood was removed, stabilizing the patient. A right ventricle (rv) perforation during the ppm implant was suspected. A short time later, another tap was performed to remove more blood. Due to the color of the blood, a left ventricle (lv) perforation was also suspected. The chest was opened. An abrasion in the rv was observed. An abrasion in the lv, well below the implanted valve, was also observed. No annular or sinus tears or ruptures were observed, suggesting this was not a valve or delivery system related event. The injuries were not able to be repaired and the patient expired. It was speculated that the wire may have caused the abrasions. The timing of the injury was not determined.